Manufacturer narrative:
Additional information was received on july 22, 2020. The explant date previously reported was cancelled. Future replacement with non mentor products is indicated, however, there is no information regarding an expected explant date. 2. Is required intervention- uncheck. 2. Is other serious- check. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The explant date was clarified to be (B)(6) 2020. When the devices were explanted they were replaced with mentor memorygel breast implants. The impacted product was received by the failure analysis lab on (B)(6) 2021. The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear within a crease/fold on the anterior view measuring approximately 0.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 13, 2020. An explant is scheduled for (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Reason for device explant and/or reoperation: deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Additional information was received on november 30, 2020. Replacement with mentor gel is indicated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a mentor smooth round spectrum 425cc saline prosthesis experienced right sided deflation post procedure. It was stated that the device had flattened. The patient consulted with a medical professional and received a diagnosis for the deflation. As a result, and explant was performed on (B)(6) 2020.